Event description:
It was reported that the patient had a pocket site infection. Symptoms were swelling and pain. The physician believed that the infection was not device related and the cause was unknown. The patient was placed on antibiotics and underwent a system explant procedure.

Manufacturer narrative:
Event date: exact date unknown, event occurred in the day that the device was explanted. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn :m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21490072/5023961.